Manufacturer narrative:
(B)(4): the device was not returned for evaluation. Films were supplied for review. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the patient underwent a spinal surgical procedure. Sometime post-op it was found that the driver tip broke off and remained in the patient. No additional patient complications were reported.

Manufacturer narrative:
Additional info: film supplied for review found: lateral view shows a torques driver tip posterior to the construct spanning l5/s1.